Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of stimulation and high impedance readings were discovered on the lead. X-ray imaging revealed a clear fracture on the distal end of the lead below the clik anchor. Therefore, the patient underwent a lead revision procedure during which the lead and clik anchor were explanted and replaced. The patient was doing well postoperatively with no impedance issues and receiving satisfactory therapy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2023. Device analysis performed on the returned lead revealed that all cables were completely broken at the bent/kinked location of the lead near the setscrew mark of the clik anchor. There were no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik anchor, exposing the bent location to excessive mechanical force that caused the cables to fracture at the anchor point. Based on all available information, engineers concluded that the high impedance measurements resulting in a loss of stimulation were caused by the lead fracture.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2023.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of stimulation and high impedance readings were discovered on the lead. X-ray imaging revealed a clear fracture on the distal end of the lead below the clik anchor. Therefore, the patient underwent a lead revision procedure during which the lead was explanted and replaced. The patient was doing well postoperatively with no impedance issues and receiving satisfactory therapy.